Event description:
It was reported that the pt had multiple motor stalls that had recovered starting in (B) (6) 2009. On (B) (6) 2009, a motor stall did not recover. The pump was replaced. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).